Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a syringe was unable to connect to the hub of a 6f .070 extra back-up right coronary artery 100cm guiding catheter. There was no reported patient injury. The device was torqued or ¿steered¿ by the hub. The device was stored and prepped according to the instructions for use (IFU). The device and packaging were inspected prior to use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a syringe was unable to connect to the hub of a 6f .070 extra back-up right coronary artery 100cm guiding catheter. There was no reported patient injury. The device was torqued or ¿steered¿ by the hub. The device was stored and prepped according to the instructions for use (IFU). The device and packaging were inspected prior to use. One non-sterile 6f .070 xb 3.5 100cm was received for analysis. During the visual analysis a kinked portion of the body shaft was observed 46 cm apart from the proximal hub. No other anomalies were observed during the unaided eye analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A high magnification visual analysis was completed using a vision system, and a crack was observed on the hub of the device. During this analysis, striation patterns were noted along the borders of the crack. The events ¿luer hub-incompatibility/fit-with syringe¿ and ¿luer hub-cracked¿ were confirmed. The crack on the luer hub did not permit the adequate attachment of the syringe. The striation patterns found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received. As reported, a syringe was unable to connect to the hub of a 6f .070 extra back-up right coronary artery 100cm guiding catheter. There was no reported patient injury. The device was torqued or ¿steered¿ by the hub. The device was stored and prepped according to the instructions for use (IFU). The device and packaging were inspected prior to use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. One non-sterile 6f .070 xb 3.5 100cm was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was delivered in a plastic bag where no damage in the bag surface was observed. During the visual analysis a kinked portion of the body shaft was observed 46 cm apart from the proximal luer hub. No other anomalies were observed during this unaided eye analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. During functional analysis, a cracked condition was observed on the hub that promoted a leaking condition. Additionally, air was aspirated into the syringe while pulling back on it. A high magnification visual analysis was performed on the separation borders of the crack and striation patterns that could be related to an overloading exposure to tensile strength was noted. The reported event ¿luer hub ¿ incompatibility/fit - with syringe¿ was confirmed as the conditions of the luer hub received did not permit the adequate attachment of the syringe due to a ¿luer hub ¿ cracked¿ malfunction that was confirmed due to the conditions observed on the device as received. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.